Event description:
The customer initially reported that the device stopped working during the case. No other information was available from the site. There was no patient injury. The incident device was returned and a visual inspection revealed that the knife was protruding from the jaws of the device.

Manufacturer narrative:
(B) (4). (B) (4). The cord of the sample was cut off before the sample was received. A visual inspection of the sample showed tissue in-between the jaws. The knife was protruding from the jaws. The knife webbing was bent but the knife edge was not damaged. Engineering evaluations have been able to duplicate the failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument so as not to compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. Covidien lp has recently implemented a new jaw/blade assembly design to increase the blade retention within the jaws of the hand piece. This makes the design more robust to variations in user technique. These corrective actions have significantly reduced reports of this nature.